Event description:
The patient reported pain in the implant site. The surgeon decided to explant the system. The patient is reportedly doing well.

Manufacturer narrative:
The explanted products were discarded by the surgical facility and will not be returned for evaluation.